Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Additionally, multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms. Subsequently, the customer received a minimum fill notification after loading a cartridge filled with 150 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Blood glucose (bg) level was 124 mg/dl.